Manufacturer narrative:
Philips service replaced the host pc and hard disk spare parts. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312)

Event description:
It was reported to philips that the system failed to initialize; room unusable on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.